Event description:
It was reported the customer's insulin pump would not turn on unless buttons were being pressed. The customer also stated their insulin pump screen stays off, but the insulin pump was still working. Troubleshooting could not resolve the issue. The customer's blood glucose was 190 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted when pressing or releasing the buttons. No damage on the lcd isolation tape noted. The insulin pump was received with corroded battery tube, cracked battery cap contact, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.